Event description:
Healthcare prfessional reports two incidents of pt reactions with the psn 210 dialyzer occurring with the same pt. It was reported that in 2002, at the start of treatment, the pt complained of throbbing near kidneys and "feeling funny." Treatment was stopped and resumed with a fresenius f-70 dialyzer and completed without further incident. It was noted that this was the pt's third exposure to the psn membrane with no previous reports of adverse reactions to this membrane. In 2002 at the start of treatment, the pt again complained of throbbing pain near kidneys and "feeling funny." Treatment was stopped and resumed with a fresenius f-70 dialyzer and completed without further incident. It was reported that the pt continues to use the f-70 without incident. No medical intervention reported per healthcare professional.